Event description:
Unable to remove 8mm cannulated screw from femoral polyax plate. Screwdrivers and screw all stripped. This caused a 20-minutes surgical delay.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.